Event description:
It was reported that the pt's pump had an expected battery life of approx seven years. The pump was refilled one month ago with an unspecified compounded drug and the early replacement indicator (eri) was noted on the pump telemetry to be 52 months. The pt's pump was 29 months old. The pt went to the hospital because the pump was beeping due to a low battery. The pt had not exhibited any symptoms of medication withdrawal. A pump replacement was planned.

Event description:
It was reported that during a pancreaticoduodenectomy procedure, the tissue pad detached and fell onto the surgical drape. No error sound was heard. No pieces were left inside the patient's body. The detached tissue pad was then placed back on the clamp by hand and the device was used again. However, the tissue pad was burnt and damaged soon after, so they stopped using the device. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad is no longer attached to the clamp arm, further functionally testing could not be performed.